Event description:
It is reported that the device was implanted on (B)(6) 2008 and the glenosphere appears to be separating from the glenoid baseplate on x-ray. It is unk if a revision surgery is pending or planned.

Manufacturer narrative:
(B)(4). Eval summary: no product was returned for eval. X-rays provided appear to be from a recent office visit. It is unk whether or not the glenosphere was properly seated during the initial surgery, approx nine months prior. The glenosphere not seating properly onto the baseplate maybe caused by soft tissue or bone trapped around the baseplate taper during glenosphere insertion. Insufficient bone clearance around the baseplate, interference with retractors, etc. Could potentially cause the glenosphere to not completely seat on the baseplate. Straight-on exposure to the glenoids is necessary for both proper reaming and impingement with the glenosphere. Based on the available info, a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.